Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the valve of the universal seal was broken off and fell into the patient¿s anatomy. The fragment was retrieved during the procedure. The customer used a backup universal seal to continue with the planned procedure. The procedure was completed as planned. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not notice when the fragment fell into the patient. All fragments were confirmed to be retrieved during the same procedure. No additional surgical procedure required to remove the fragment. The surgeon stated that there was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal seal associated with this complaint and completed investigations. Failure analysis found the primary failure of a torn duckbill to be related to the customer reported complaint. The seal was found to have tears on the black rubber duckbill. The torn piece was returned with the seal and no pieces were found missing. A review of the provided image was performed, and the following additional information was provided: the images provided appear to show a universal seal with a torn duckbill. From the images provided it appears the fragment pictured could be the only piece that fell, but the u-seal and fragment would need to be returned to confirm if any pieces are missing.

Event description:
Refer to h10/h11 for follow-up information.